Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has no audible alarm during testing. No patient was impacted.

Manufacturer narrative:
Additional information was received on 27-mar-2018. Based on the received information, section b5 and section e was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has no audible alarm during testing. No patient was impacted. Upon follow up on 27-mar-2018 the customer stated that they can see one reason it is failing, a surface mount 12 pin ic has been pushed laterally and the legs are extremely close together, perhaps even touching. There has been some solder work on the mainboard in the past including the bent leg ic and the buzzer itself.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.